Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-2869. It was reported the pt had ineffective stimulation coverage in her back. The physician explanted and replaced one of the leads on (B)(6) 2013. The lead was moved to a higher level and better stimulation coverage was achieved. As the affected device is unk all possible leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.